Manufacturer narrative:
Date of event estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller and the device is not able to provide therapy. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative met with the patient and confirmed the issue. The representative attempted multiple times to connect and recover the ipg, but to no avail. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A4: patient weight added to the record.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.